Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. The medications that were prescribed by the hcp were: diprosone 5 gr cream and bioderma cream.

Event description:
Customer reported experiencing an allergic reaction on his first day wear of an adc freestyle libre sensor. Customer further reported having contact with a healthcare professional and being prescribed an unspecified medication, however no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Outcomes attributed to ae ) was incorrectly documented in the initial MDR 30 day report. Outcomes attributed to ae has been updated.

Event description:
Customer reported experiencing an allergic reaction on his first day wear of an adc freestyle libre sensor. Customer further reported having contact with a healthcare professional and being prescribed an unspecified medication, however no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction on his first day wear of an adc freestyle libre sensor. Customer further reported having contact with a healthcare professional and being prescribed an unspecified medication, however no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was properly seated in the mount. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified. .

Event description:
Customer reported experiencing an allergic reaction on his first day wear of an adc freestyle libre sensor. Customer further reported having contact with a healthcare professional and being prescribed an unspecified medication, however no further information was provided. There was no report of death or permanent injury associated with this event.